Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode. It was uncertain if high voltage therapies were still available during backup mode due to not being able to interrogate the device. Cause of the reset was unable to be determined, but the device was able to be reset to its normal programming. There were no patient consequences.